Event description:
Technician found service required light and multiple (B)(4). Origin unk.

Manufacturer narrative:
During pm, technician found fluid ingress on several switches. Replaced parts to resolve this issue.